Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to fill the cartridge with insulin and felt resistance with multiple cartridges during the load process. The customer changed the needle after attempts with multiple cartridges and their issue was resolved. The customer's blood glucose was 122 mg/dl. The customer was able to complete the load process and resume insulin delivery.